Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 watchdog error displayed. Account name: (B)(6) medical center account #: (B)(4) asset name: 8015ls v9.12.40 pcu dom a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer notices the red arrow flashes on the 8015 (s/n (B)(4). Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: customer notices the red arrow flashes on the 8015 (s/n (B)(4). Customer identifies device will not access the maintenance mode. Explained to customer the problematic fault is with the logic board. Suggested to customer to send device in for service level 1 repair/replacement of logic board. Informed ref:_00d30y0yr._5000l1kvc8h:ref